Event description:
It was reported while attempting to bring the patient to the edge of the cot to transfer to a bed the cot allegedly tilted and the patient fell on their side. The patient was not restrained at the time of the incident. At the time of the initial report it was stated injury to the patient was unknown as care of the patient was taken over by the hospital staff. A follow up call to the customer was made and they reported the patient was still in the hospital due to an unrelated illness but the hospital had not reported any injury as a result of the incident. On (B)(6) 2016, the customer contacted the manufacturer to advise the patient is now alleging injury but no details of the alleged injury has been provided. The investigation of the incident is ongoing and an evaluation of the cot is in progress.

Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual and functional test was performed on the cot and everything was functioning according to specification. It was noted the cot had the large body surface (lbs) installed on the cot. The technician did acknowledge a minor lean to the cot when the customer sat on the cot and leaned to each side but he stated the lean was nothing excessive given the age and use of the cot. There were no noted bends or damage to the undercarriage and the bearings were in intact and in good shape. As a courtesy, the hydraulic system was bled and less of a hydraulic piston level change was observed when the customer leaned on the cot. A follow up call was made to the customer and he still had not been notified of any details regarding the alleged injury to the patient as a result of the incident. The customer was also unable to provide any incident reports or witness reports from the hospital in an attempt to provide more detail on what actions were being taken when the incident occurred. Based on the limited accumulated information we cannot determine the direct cause of the incident; however, we do not feel a malfunction of the cot was the direct cause. A review of the user manual provides instruction and precautions on bariatric patient handling as well as the use of assistance in bariatric transfer so as to remain in control of the cot and the patient.

Event description:
It was reported while attempting to bring the patient to the edge of the cot to transfer to a bed the cot allegedly tilted and the patient fell on their side. The patient was not restrained at the time of the incident. At the time of the initial report it was stated injury to the patient was unknown as care of the patient was taken over by the hospital staff. A follow up call to the customer was made and they reported the patient was still in the hospital due to an unrelated illness but the hospital had not reported any injury as a result of the incident. On (B)(6) 2016, the customer contacted the manufacturer to advise the patient is now alleging injury but no details of the alleged injury has been provided. The investigation of the incident is ongoing and an evaluation of the cot is in progress.